Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 412 mg/dl at the time of incident. The customer was reported that the dog was chewed on glucose meter. The customer was assisted with troubleshooting for pairing glucose meter with the insulin pump. The customer was reported high blood glucose level and not troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.